Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, g3, h1, h2, h6, h11. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event are unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3 - event date - unknown day between may - june 2025. G2 - report source - foreign - canada. H6 - suggested component code- mechanical (g04) ¿ drill. Event was initially reported on 0001032347-2025-00243; however, it was confirmed through due diligence attempts that the drill bit fractured during a separate procedure. The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that while the surgeon was using the drill bit to drill through the mucosa and bone to place 1.5mm screws for imf fixation, the drill bit fractured. The fractured portion of the drill bit was retained in the patient.